Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 350 mg/dl. Customer changed the infusion set and delivered a bolus. Customer over-corrected and bg lowered (value not provided). Customer required assistance and helper provided customer with carbohydrates to address low bg. Recommendation was made for customer to discuss event with a healthcare provider